Event description:
Per the clinic, the patient experienced poor performance and vestibular symptoms with the device use. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).a cover letter was provided to the agency regarding this event. Implanted device remains.